Manufacturer narrative:
A ge service rep performed an on site investigation. The generator driver pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a hv generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system automatically shuts down when this occurs. There is no report of injury or death.